Manufacturer narrative:
The mega needle driver instrument involved with this event has been requested to be returned for analysis, but has not yet been received. A follow-up MDR will be submitted if the product is returned and analyzed and/or if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. A review of the instrument log of the mega needle driver (part # 470194-05, lot # n11210208-0094) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system (B)(4) and the alleged event occurred on the 4th use of the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted sacrocolpopexy surgical procedure, there was an instrument collision that caused a mega needle driver instrument's wrist to be at a 90 degree angle. While removing the instrument and the cannula out of the patient at the same time, it was alleged that a fragment fell inside the patient and was lodged in the patient's abdominal wall. The fragment was not retrieved and was retained inside the patient's anatomy. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that during a da vinci-assisted sacrocolpopexy surgical procedure, there was an instrument collision that caused a mega needle driver instrument's wrist to be stuck at a 90-degree angle. The site was unable to remove the instrument through the trocar, so the two items were removed together. If unable to separate the instrument from the cannula, they will be returned to isi intact. On 17-sept-2021, isi contacted a nurse who was present during the procedure and obtained the following additional information. He stated that when removing the trocar and instrument, a fragment, which was smaller than the size of a staple, had fallen inside the patient and was lodged in the patient's abdominal wall. The surgeon used a laparoscopic instrument to try to remove the fragment but was not successful. The fragment was not removed from the patient¿s anatomy, and the surgeon was reported to not have been concerned about the fragment being retained because of the small size. He was not aware of any post-surgical complications experienced by the patient. The nurse did not believe there were any photos or videos of this incident and was not able to provide any additional patient information. On 22-sept-2021, isi obtained additional information from the isi clinical sales rep (csr). He was able to separate the trocar and the instrument. The trocar had been reprocessed and was back in circulation. He had instructed the customer to send the instrument back to isi for analysis. He stated that he had spoken to the surgeon after the case and the surgeon had not mentioned any fragments being left behind in the patient's anatomy.